Manufacturer narrative:
H3: the product has been received and is scheduled to be evaluated but evaluation has not been completed at the time of this report. Therefore, this event is reported based on the information provided by the customer. Confirmation of the customer's complaint and the root cause could not be determined. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time manufacturer reference file (B)(4).

Event description:
S/n (B)(6) has zipper damage, zipper split on the left side panel.